Manufacturer narrative:
Per the clinic, it was reported that the patient was administered with topical antibiotics (date not reported) to treat the infection. Clinical management is ongoing.

Manufacturer narrative:
This report is filed on (B)(6) 2016, by (B)(4). (B)(4) implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Clinical management of the patient is ongoing. The implanted device remains.